Manufacturer narrative:
The device is currently being evaluated; the MFR will file a follow-up report detailing the results of the eval once it is completed.

Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 15 days in situ. Replacement was required. No incident related medical sequelae was reported.